Event description:
The pump was returned for investigation. Investigation revealed a dim, pink display. This report is made based on results of investigation completed on 09/23/2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2014 as follows: the display was observed to be dim and pink. The keypad was intact with no evidence of peeling or damage and all keys were responsive to testing. The keypad was removed for further investigation and there was no evidence of contamination on the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).